Event description:
Boston scientific received information that during a routine follow-up appointment, it was noted that the right ventricular (rv) lead was completely fractured. The following day, the lead was replaced with a new lead successfully. No adverse patient effects were reported.

Manufacturer narrative:
It was indicated this lead would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.